Event description:
Device 2 of 2: reference MFR report #: 1627487-2018-03562. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the lead was revised. The same lead was used thus no lead was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-03562. It was reported that the patient noticed her supra-orbital lead was eroding out of her forehead right above her eyebrow. Reportedly, the site is tender to touch. The physician has ordered a blood work and plans to treat the patient with antibiotics.